Event description:
Customer reported that they were getting lo ma errors.

Manufacturer narrative:
Gehc surgery service personnel was able to duplicate the problem. Regreased the candle sticks at both ends and took readings from the hvsr bd. All readings were within specs. When tried to do a filament cal would get a fatal error and decided to order a new x-ray tube which I installed and tested for proper operation. Did the alignments and did a filament calibration. System now working properly.